Manufacturer narrative:
The device is not available for return as it remains in the patient. However, a still image of the deployed valve was posted in the (B)(6) discussion. In the image, a waist is seen, indicating an under-deployed sapien 3 valve inside the epic valve. Valve in valve with a sapien 3 is not indicated per the labeling in europe. Per the us instructions for use, valve stenosis and structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis) are potential risks associated with the use of the valve. Residual mean gradient may be higher in a ¿thv-in-failing bioprosthesis¿ configuration than that observed following implantation of the valve inside a native aortic annulus using the same size device. Patients with elevated mean gradient post procedure should be carefully followed. It is important that the manufacturer, model and size of the preexisting bioprosthetic valve be determined, so that the appropriate valve can be implanted and a prosthesis-patient mismatch be avoided. Additionally, pre-procedure imaging modalities must be employed to make as accurate a determination of the inner diameter as possible. Per the training manual, a sapien 3 thv implanted within surgical bioprosthesis may have higher transvalvular gradients and lower effective orifice areas than when a thv is placed in a native annulus.  Related to pre-procedural sizing, the bioprosthesis internal dimensions, not labeled valve size, defines the size of the thv that should be implanted. Multiple imaging modalities should be used to confirm bioprosthesis internal valve diameter. (I.e. Tee, MRI and CT).  Exact volume required to deploy the thv may vary depending on the bioprosthetic valve orifice size. Do not exceed the rated burst pressure. There was no allegation or indication of a device non-conformance contributing to the valve stenosis. In this case, it appears that suboptimal expansion of the valve frame, due to the pre-existing bioprosthesis, may have restricted leaflet mobility.  The patient responded well to redilation of the valve. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required

Event description:
As learned through a (B)(6) discussion found by our affiliates in (B)(6), approximately 2 year post implant of a 23mm sapien 3 valve inside a 23 epic valve in aortic position, the sapien 3 valve was re-stenosed. Post implant the gradients were dp max/mean 26/14 mmhg but with a sub-optimal waist (underdeployed). Now the patient was presented again with nyha iii-IV and very low life quality. Toe confirms the suspicion of a restenosis. The patient was planned for a bav procedure and a corevalve 23mm viviv implantation, however, after the balloon dilatation, the issue was resolved and no further steps were taken.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.